Event description:
It was reported that shortly after implant, the left ventricular (lv) lead exhibited high thresholds and was found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed).